Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 12/14/2010, 12/17/2010, and 01/04/2011. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision is almost 20/20 with corrective glasses and her vision during day time is "ok"; however, at night, she sees light reflections and glare when viewing bright lights and described it as an orderly scattering of lights at 12, 3, 6 & 9 o'clock which is very bothersome and makes it dangerous for her to drive. She reported that her doctor does not see a problem with her vision, other than glaucoma which is being treated. She reported that the glare she is experiencing from a cataract in the fellow eye is completely different from the glare she is experiencing with the iol-implanted eye. There is an order to the glare in the eye with the implant and the cataract eye has disorderly glare. Additional information has been requested.